Manufacturer narrative:
(B)(4): added additional information. The device was received with the electrode completely missing, upper jaw bent, ceramic damaged and portion is missing. There is galling on top of the upper jaw. The device was functionally tested, but as the jaws were difficult to open and cannot be completely closed, complete functional testing with the rf60 generator was not possible. Additional analysis of the device revealed that the electrode had been glued in upside down. The electrode wasn't welded to the active rod.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lap hysterectomy procedure, during change of instruments the jaws got stuck and was not able to open the jaws. Unknown how case was completed. There were no adverse consequences for the patient.